Event description:
It was reported that during a laparoscopic cholecystectomy procedure the first device was fired and the clips were not closing correctly. Another device was pulled and the same thing occurred. A third device was used and the case was completed with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.